Manufacturer narrative:
Section g1, g2, d3: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during testing that the account placed the pump on the motor and the motor did not recognize the pump, a pump not inserted alarm occurred. The motor was changed and the system worked as intended. No further information was provided. There was no patient involvement for the event. No further information was provided.

Manufacturer narrative:
Concomitant medical products: additional information. Device evaluated by MFR: additional information. Device manufacture date: additional information. Manufacturer investigation conclusion: the reported event of a pump not inserted alarm was not confirmed. The centrimag motor (serial #: (B)(4) was returned for analysis at edc belgium for preventative maintenance following refurbishment at mcs zurich. The returned motor was evaluated. The motor was in good condition with no anomalies. A functional inspection was performed, and the motor functioned as intended. Preventative maintenance was performed as well as a safety test. All tests were performed per procedure. The root cause for the reported pump not inserted alarm was not conclusively determined through this analysis.